Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that on multiple, intermittent occasions the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump battery could not be charged and that the pump battery intermittently depleted quickly. The customer reverted to manual injections for insulin therapy. There was no impact to customer¿s blood glucose.